Manufacturer narrative:
Continued h.8 (health effect - impact code): f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and anxiety.

Event description:
Patient reported "leaky right implant", "my lymph is full of silicone" and "by removing the implant from the market, the risk is reduced....prosthesis change to prosthesis with salt". The device has been explanted and replaced with a non-allergan device. Patient had a capsulectomy. This record is regarding the right side.

Event description:
Patient reported "leaky right implant", "my lymph is full of silicone" and "by removing the implant from the market, the risk is reduced....prosthesis change to prosthesis with salt". The device has been explanted and replaced with a non-allergan device. Patient had a capsulectomy. This record is regarding the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Silicone migration: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: no other observation observed.